Event description:
It was reported that in the ccu, a day after an 8fr swan-ganz catheter was placed, blood was found leaking at the hemostasis valve. As a result both the catheter and sheath were removed but not replaced as treatment was complete. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.